Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7 48240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387s-40, lot# v093181, implanted: (B)(6) 2008, product type: lead. Product ID: 3387-40, lot# j0337587v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# j0337587v, implanted: (B)(6) 2003, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64001, lot# n339324, implanted: (B)(6) 2012, product type: adapter. Product ID: 37612, serial# (B)(6), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that high impedances were measured on the left implantable neurostimulator (ins). The patient was having a troubleshooting surgery on (B)(6) 2015 to replace the left ins or extension. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.